Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they "keep coming down with bladder infections and that's how I know the urine is being emptied." They said their bladder infections started in (B)(6) 2016 and "I went on medications to get over it and I had another bladder infection last month and they gave me medication so the infection is resolved." Patient also said that, "I have tried to convince the urologist that the battery is going, it has been in 5 years" as well as "sometimes it's working and other times it's wetting my pants so it has to be the battery." The patient said it has been happening for "over a year now" and confirmed the loss of therapy/battery issue started in 2017. The patient was asked if they are seeing any warning screens on their patient programmer (pp) and they said now it is behaving normally; no trauma/falls were reported. As a result of what was reported, the patient was told to follow up with their healthcare provider (hcp) and they can invite a manufacture representative (rep) to the appointment if needed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.